Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 425 mg/dl. Customer declined troubleshooting for high blood glucose reading. Incident happened on (B)(6) 2017, blood glucose reading was 300 mg/dl. The second incident happened on (B)(6) 2017 and the blood glucose reading was 425 mg/dl. Customer treated their high blood glucose reading with manual injection. Customer states cannula is bent. The insulin pump will not be returned for analysis.